Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). Following pre-dilatation with a 2.0x10mm emerge balloon catheter in the posterior descending artery of the rca and in the arteriovenous (av) fistula of rca to distal rca, a 2.25 x 24 promus premier drug-eluting stent was advanced but failed to cross the lesion. The dilatation was performed again with the 2.0x10mm emerge balloon catheter and the 2.25 x 24 promus premier stent was redelivered with the support of a non-bsc guide extension catheter. The device was able to cross the lesion and was successfully deployed. Subsequently, another 24 x 3.00 promus premier drug-eluting stent was advanced but the stent strut came into contact with the non-bsc guide extension catheter and was unable to be inserted. The device was removed from the patient and it was noted that the stent strut was deformed. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was good.